Manufacturer narrative:
Patient information is unknown. Date of event: unknown. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure. During the procedure, there was difficulty placing the flexible shaft over the reaming rod. There was no patient consequence. The patient outcome and any surgical delay were unknown. This report is for a 5.0mm flexible shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 352.040; lot: 2574432; manufacturing site: bettlach; release to warehouse date: february 26, 2010 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: device interaction/functional visual inspection: the complaint device was received intact at us cq. The coupling and the connection fitting both had scratches/nicks on the corners of their respective hex features. The shaft of the device exhibited minor signs of wear. These observations are not relevant to the complaint condition. Additionally, the jaws/tines of the coupling were bent. This observation may be related to the complaint condition. While viewing the device axially (down the cannulation), it was observed that the shaft of the device was bent slightly, effectively reducing the diameter of the cannulation. This observation is related to the complaint condition. Functional test: a functional test was unable to be performed as the reaming rod was not returned. Although the complaint condition was unable to be replicated, the bend in the shaft is the likely cause of the difficulty inserting the flexible shaft over the reaming rod. Therefore, the received condition agrees with the complaint condition, confirming the complaint. Document/specification review: the following documents were reviewed as part of this investigation: general tolerances for design and manufacturing flexible shaft d7.0 mm, drilling depth to 470mm, synream connection fitting coupling pipe the changes made between the manufactured and current revisions of flexible shaft d7.0 mm, drilling depth to 470mm, synream are related to etch content, the addition of the weight of the device, and the addition of a note stating that the coupling and connection fitting are crimped onto the pipe. These changes are not relevant to the complaint condition. The change made between the manufactured and current revisions of connection fitting was a correction in the tolerance of the flat-to-flat dimension of the hex feature. This feature is not relevant to the complaint condition; thus, the changes are not relevant. In a change made for coupling, a true position call-out for the distal inner diameter (ID) and a runout tolerance were added. This was done as parts were found to be non-functional. Through CAPA investigation, it was determined that a manufacturing process was changed in august 2011, which led to a non-symmetric ID. The complaint device is not within the scope of the CAPA. The lack of a true position control feature, therefore, is not the root cause of the complaint condition. Other changes are a change in a datum and a note stating that the distal dimensions are prior to slotting. These changes are not relevant to the complaint condition. A change made for pipe was a change in tolerance to the chamfer at the ends of the shaft. This change is not related to the complaint condition. Another change was the removal of the external supplier and their internal material reference and the addition of the technical material specification and corresponding standard. This change is not relevant to the complaint condition. Dimensional inspection: as the flexible shaft slides over the reaming rod, the dimensions relevant to the complaint condition are the ids of the components of the device. The ID of the pipe was unable to be measured due to the final assembly of the device and the ID of the coupling was unable to be measured due to the final assembly of the device and the post-manufacturing damage to the jaws/tines. Therefore, the following dimensions were able to be inspected at us cq: the ID of the connection fitting at the proximal end and at the 'necking' feature of the component. The ID of the connection fitting at the proximal end of the device is ø 5 mm. Using the standard tolerances, the acceptable values for this dimension are ø 4.90 mm ¿ ø 5.10 mm. When measured with a gage pin (gp29), the diameter was found to be 5.02 mm. This is within the design specification. The ID of the connection fitting at the ¿necking¿ feature in the device is ø 2.8 mm ± 0.05 mm. When measured with a gage pin (gp29), the diameter was found to be 2.80 mm. This is within the design specification. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The shaft of the complaint device was observed to be slightly bent, which is likely the cause of the complaint condition. Thus, the complaint is confirmed. No product design or manufacturing issues were identified. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.